Manufacturer narrative:
The analysis was completed based off of a photo that was provided. Investigation summary : upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture, rupture. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast surgery with a 400cc mentor memorygel breast implant (right) and an unspecified mentor gel breast implant (left) experienced right-sided rupture and bilateral capsular contracture (right grade: grade IV , left grade: unknown) postoperatively. Mammogram performed on (B)(6) 2020 indicated the right-sided rupture. As a result, the patient underwent bilateral removal and replacement with two unspecified 400cc mentor gel breast implants on (B)(6) 2020. The date of implantation was estimated as (B)(6) 2006 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2021, it was found that an incorrect statement regarding the suspected medical device was included in the initial report. Manufacturer's reference number: (B)(4), under the investigation summary, it was stated that upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. However, the correct statement is the following; the pictures received under the complaint showed only capsules from both breasts and did not indicate that the device was ruptured.